Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation.  Imagery provided was reviewed and showed calcification on the ascending aorta and aortic arch.  Calcification was observed on all three native leaflets. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. The complaint was unable to be confirmed due to unavailability of physical device and/or relevant imagery, however 3mensio was reviewed and the presence of calcification was observed on the native leaflets, ascending aorta and aortic arch. Per report, "the balloon burst after full inflation of the valve. The valve was implanted in a good position with good results. Upon removal of the balloon through the introducer, a lot of resistance was felt and the balloon broke leaving the distal end inside the aorta held by the guide wire.  An introducer was used to retrieve the remaining part of the delivery system and was able to remove the remaining balloon tip." Based on this information, it is likely that the root cause of the balloon burst is related to those detailed in a technical summary written by edwards lifesciences. A detailed root cause analysis for similar returned complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. It was reported that the patient had moderately calcified leaflets, calcification at this area can increase the risk of balloon burst during thv deployment. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). After the balloon bursts, the difficulty required to withdraw the catheter into the sheath and remove it from the patient can increase. The altered balloon profile can become caught during removal, requiring additional force in order to withdraw it completely. In some cases, this additional force can cause further damage to the balloon and can even cause fragments of the balloon or the distal end of the catheter to separate. Available information suggests that patient (calcification) and procedural factors (excessive forces used to withdraw the delivery system after balloon burst) likely contributed to the complaint events. Due to unavailability of physical device and/or relevant imagery, the complaint is unable to be confirmed and dimensional measurements could not be measured as the device was not returned. However, an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. The technical summary is applicable to this complaint as calcification was present in the native leaflets and could have caused the balloon to burst.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in spain, during a transapical tavr procedure with a 29mm sapien 3 valve in the aortic position, the balloon ruptured after full inflation of the valve. The valve was implanted in a good position with good results. Upon removal of the balloon through the introducer, a lot of resistance was felt and the balloon broke leaving the distal end inside the aorta held by the guide wire.  An introducer was used to retrieve the remaining part of the delivery system and was able to remove the remaining balloon tip. The patient is in very good condition post procedure.

Manufacturer narrative:
Reference CAPA-20-00141.